Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 304 mg/dl at the time of the incident. Customer stated that they were able to clear the alarm and able to complete rewind. Self test was performed and it did not pass. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the pump history file due to broken trace on keypad assembly.